Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Multiple hypotube kinks were found along the length of the shaft. No issues identified with the distal extrusion. A visual examination of the balloon identified no issues. A detailed microscopic examination of the balloon material identified no issues with the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An encore inflation unit was used to inflate the balloon to 12 atmospheres and the balloon inflated with no issues. No other damages were observed along the device.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.